Manufacturer narrative:
No product returning for evaluation. Should new information become available, a follow up report will be submitted.

Event description:
Received information stating customer received an auto-off alarm and insulin delivery was stopped due to lack of interaction with the pump for 12 hours. Reportedly, customer's blood glucose level was high. During troubleshooting with tandem technical support, the auto-off feature was turned off and the issue was resolved.